Manufacturer narrative:
Batch review performed on 30.06.2021: lot 160738: (B)(4) items manufactured and released on 18-may-2016. Expiration date: 2021-05-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017.

Event description:
4 years and 3 months after the primary surgery the patient came in due to a loose stem. The cause of the loose stem is unknown. The surgeon revised the stem and head.